Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. The customer stated that she was treating her blood glucose with the insulin pump, but the blood glucose remained high. Troubleshooting was performed and the insulin pump was programmed correctly. However, the insulin pump was replaced because the daily total amount did not add up correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device had been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.